Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The pt said that their ins is at 100 percent and is not decreasing at all. They said it stayed at 90 percent for 3 days, and so they charged it up to 100 percent which is where it is now and won't go down at all. Pt is on group b, and setting 1 is at 2.1v, setting 2 at 2.2v setting 3 at 2.2v setting 4 at 2.2v and stimulation is on. They said they aren't getting good therapy and this has been happening for 3 days. Pt reported no falls or trauma. Pt says they have raised group a "all the way up and it doesn't do anything". They said they used to feel a tingle in their leg but no longer do. Pt reports no falls or trauma. Pt met with rep last week who did some programming, and hasn't made rep aware of this new issue which started 3 days ago. The pt was redirected to their healthcare provider (hcp) and manufacturer representative (rep). (B)(6) 2023: additional information was received from the patient. They reported that their controller was not working right because their implanted neurostimulator(ins) battery had been at 70% for 3 days and had not reduced at all. Pt confirmed controller was at 80% on the call and ins was set to 70%. Pt said they had not had effective therapy in several days and was not looking forward to going through another weekend in pain. During the call, pt adjusted therapy settings in group a up from 7.0-7.8 and was feeling therapy in their lower left back when they normally felt therapy in their right leg. Pt said they were just reprogrammed a week ago and yesterday and still were not getting effective relief. Pt said it was fine for a short while, but now was not good again. Pt said group b had 4 programs, but was "not touching pain level at all." Pt said their manufacturer representative (rep) said pt "may have a defective controller." Patient services specialist(pss) explained that the controller was working as expected. Pss redirected pt to healthcare provider (hcp) and rep. (B)(6) 2023: additional information received from the manufacturer representative reported that the implant is not depleting because the device is turning off. The rep spoke with the patient and had them reset the remote several times and the system was working normally. The patient then contacted the rep about the issue again as they had charged to 70% the week prior and noticed it was still at 70% and that therapy was off. It was suggested that the patient keep a log of instances when they noticed stimulation was off. (B)(6) 2023: additional information was received from the patient. They reported that the cause was not determined at this time, they are still working on it. Patient stated the issue is not yet resolved. The manufacturer representative (rep) is still working with the patient. The problems rests with the controller. They are still trying to resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that serial number of the patient controller is unknown. Cause of device was not determined. Patient decided she feels fine right now without stimulator on and doesn¿t need it at this point. Will contact me if she decides to use again.